Manufacturer narrative:
Company comment: the serious event of swelling at implant site and the non-serious event of scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention, drainage procedures and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure. Potential contributory factor includes occupational exposure to infectious focus at ICU. The event scar at implant site is secondary to drainage procedures. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a registered nurse concerning a female patient of unknown age. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with botox for cosmetic indication. On an unknown date, the patient received treatment with restylane lyft with lidocaine (lot 21680) to bilateral cheeks (unknown amount, injection technique, needle type). The reporter informed that 0.4 ml of restylane lyft with lidocaine was injected into the left cheek and an unknown amount was injected to the right cheek, but further clarified that less product was injected to the right cheek than the left cheek. Approximately one week after treatment, the patient experienced swelling (implant site swelling) to her left cheek, to the extent that the cheek was touching the eye. On an unknown date, the patient was hospitalized for 5 days at the hospital where she was treated with unspecified antibiotics and underwent surgical drainages twice. Later, she developed scars (implant site scar) from the drainage procedures. On an unknown date, the events were resolved. According to reporting hcp, it was possible that the event might have been caused from an exposure during working because she was as an ICU nurse. Outcome at the time of the report: swelling was recovered/resolved. Scars was recovered/resolved.